Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with an MRI capable device. The explanted ipg will not be returned.